Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. Customer's blood glucose level was 382 mg/dl. Customer states insulin squirting out during the manual prime process. Customer states they are unable to exit the preparing to prime loop. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but prime/fill anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime/fill anomaly.